Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown and the menorrhagia, metrorrhagia, blood disorder and cardiac disorder had resolved. The reporter considered abdominal pain, blood disorder, cardiac disorder, dysmenorrhoea, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: removal recommended by treating physician? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. On 6-sep-2019: plaintiff fact sheet received: case upgraded to incident. Event injury nos was updated to pelvic pain; new events dysmenorrhea, abdominal pain, menorrhagia, metrorrhagia, blood disorder nos, heart disorder nos, were added. Outcome of events menorrhagia, metrorrhagia, blood disorder nos, heart disorder nos added as recovered. Lab data added. Patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia),') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperplasia, breast cancer and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and breast pain ("breast sore"). The patient was treated with surgery (ablation , d & c and hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown and the menorrhagia, genital haemorrhage, metrorrhagia, blood disorder, cardiac disorder, vaginal haemorrhage and breast pain had resolved. The reporter considered abdominal pain, blood disorder, breast pain, cardiac disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. . The reporter commented: removal recommended by treating physician? Yes discrepancy noted date of insertion :- (B)(6) 2009, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test: bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs&mr received reporter information was added. New event added vaginal bleeding, breast pain, genital bleeding. Event outcome added and test updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.